Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with missing address/serial label, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer had high blood glucose of 400 mg/dl as a result, customer had ketones. Customer's blood glucose at time of call was 600 mg/dl. It was reported that healthcare professional requested that insulin pump be replaced and customer did not want to troubleshoot. Insulin pump would be replaced.